Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported on a worn instrument return form the indtrument is disassembled. There was no patient involvement reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The returned shim exhibited signs of repeated use (nicks, dings, surface scratches) and both ball bearings were disassembled and not returned with the device. The device history records were reviewed and no discrepancies were identified. An investigation into this issue was performed and a notification was sent to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional shim was discovered disassembled in tray assembly at the distributorship warehouse prior to being used for a case. No adverse events were reported as a result of this malfunction.